Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported hematoma appears to be related to procedural conditions (initial puncture). The reported patient effect hematoma as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the hematoma. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing mr to a grade of 2; however, after the clips were implanted, a large hematoma was observed at the access site. Two units of blood were given to the patient. It was reported that the patient is doing fine, and transthoracic echocardiogram (tte) showed mr reduced to less than 2. The patient was kept hospitalized longer due to hematoma per the physician, the hematoma is due to initial puncture in the groin to start the procedure mitraclip. No additional information was provided.